Event description:
It was reported that customer experienced broken usb port on pump, and distributor later confirmed that cable could not be inserted and port was damaged. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.